Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic during follow-up, device was found to be in backup vvi. Device download was performed successfully. Patient&#38112;condition was fine during and after the event.